Event description:
The manufacturer received information alleging a ventilator's fio2 sensor error occurred. There was no harm or injury reported. The device's system board and fio2 sensor cable needs to be replaced to address the issue.